Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Follow-up with the physician's office determined that the lead was replaced because it "appears to show evidence of possible chronic failure." No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): outer insulation breached, the distal conductor was stretched, there was blood/body fluid on the proximal conductor (not obstructed) and the outer insulation had cosmetic environmental stress cracking; distal segment returned and analyzed.